Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information was obtained from the field representative which indicated dislodgement was difficult to confirm on fluoroscopy; however, as the lead was unable to capture at high outputs, the physician felt that the lead was dislodged. The physician also felt that there was a small perforation. This rv lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.